Event description:
As an arterial line was being inserted, the staff member advanced the guidewire and catheter, attempted to draw the guidewire back and the catheter started to wrinkle or accordion up. The staff member removed the entire arterial catheter. She noticed that the wire was doubled over the end of the needle. She inserted a new arterial line.